Event description:
A hospital reported that a palmaz blue stent delivery system was found on the desk of an employee who no longer worked at the facility. A note attached to the device stated that the stent deployed prematurely. The device will be returned for eval. No add'l info could be obtained. Add'l info will be submitted within 30 days of receipt.